Event description:
Ultrasonic generator on bay 1 not working.

Manufacturer narrative:
There are no reported injuries associated with this incident. Results of the investigation: the reported symptom is attributed to liquid ingress, as reported by the third party svc tech, which caused a shorting condition that contributed to the open fuse and to the failure of the multiple components on the ultrasonic generator (500w) board, p/n 12008. Given the nature of endoscope re-processing and high-level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result is an endoscope that has had its bio burden reduced to an acceptable level. Pre-processing and processing without the ultrasonics still results in the removal of detritus. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any add'l risks.